Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the log confirmed when the defib pads are applied, the device is in lead ii instead of pads view. The device remained in lead ii for the entirety of the case without any attempts to change ECG "view." The device appears fully functional. Analysis of reports of this type has not identified an increase in trend.